Manufacturer narrative:
The t:slim g4 cartridge user guide states: do not fill the cartridge with more than 300 units of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump fill estimate was inaccurate after loading a cartridge with insulin. During the call with tandem technical support (cts), the customer stated that they had loaded with more than 300u of insulin. The customer declined to troubleshoot fill estimate with cts. In addition, it was reported that the pump vibration is becoming weaker. The customer stated that when the pump notifies with 2 vibrations, the pump will inconsistently only vibrate once or the first vibration is very weak and a normal vibration will follow. There was no impact to the customers blood glucose level. Tandem clinical diabetes specialist met with the customer and was unable to duplicate the reported issue.